Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. Should additional information become available, a follow-up report will be filed.

Event description:
The caregiver (cg) contacted baxter's technical service center regarding a system error (se) 2240 (air in set), which occurred on the homechoice during use during dwell 5 of 5. The patient was connected. The baxter technical service representative (tsr) assisted the cg with ending therapy and removing the supplies. The tsr explained the alarm, reviewed proper procedures per the user manual, and advised the cg to contact the nurse. The cg stated they would have the patient finish therapy using manual supplies. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. Baxter product surveillance contacted the cg on (B)(6) 2011 regarding the reported se 2240. The cg stated after starting over with new supplies the patient resumed therapy successfully on the cycler. The cg stated they did not notice any visible damage or abnormalities with the supplies in use and could not determine how air might have got into the lines. The cg had not spoken to the nurse about the alarm yet but the patient had an appointment soon and they would talk with the nurse then. The patient has been continuing therapy on the cycler successfully. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). This report for a system error 2240 (air in set) was not confirmed. Based on the information gathered during baxter?s investigation, the root cause of the report was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.